Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic splenectomy, the surgeon used the device at 12:22 pm, and then took it out from the abdominal cavity. The device fired at 12:23 pm. The insulation of the device melted and fell apart resulted in the patient suffering a 5 x 7 cm second degree burn on the inside of the left upper arm. No part of the device disengaged into the patient's cavity. The procedure was later turned into an open surgery. The doctor gave a topical disinfection and dressing for the burn.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found thermal effects on the tip of the jaw overmold. The customer reported that a component disengaged, a device fire, the device melted, and the insulation was damaged. The reported conditions were confirmed. The investigation found that the tip of the jaw was burnt and the overmold was deformed with a section missing. The damage to the device jaw and overmold plastic is consistent with grasping on or near a metal object during activation. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc.) May increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. An additional failure was found during the investigation; the knife blade was damaged. The additional findings did not contribute to the reported condition. The investigation also found that the knife-edge was damaged and the device failed the cut test. This damage is consistent with cutting into a staple or other. The investigation identified the cause of the additional failure to be user damage. The IFU notes: do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic splenectomy, the surgeon used the device at 12:22 pm, and then took it out from the abdominal cavity. The device fired at 12:23 pm. The insulation of the device melted and fell apart resulted in the patient suffering a 5 x 7 cm second degree burn on the inside of the left upper arm. No part of the device disengaged into the patient's cavity. The procedure was later turned into an open surgery. The doctor gave a topical disinfection and dressing for the burn. As seen in the surveillance video, there was a fire and was extinguished by hand with a single shot. The patient was discharged.